Manufacturer narrative:
The reported events were lead noise and lead fracture. As received, a complete lead was returned in one piece. The reported event of lead noise was confirmed. Visual inspection of the lead found an external insulation abrasion proximal to the suture tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event of lead noise was due to exposure of the outer coil at the abrasion zone consistent with friction to device can. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient complained of needing to stop and not able to keep up during exercise and running. Interrogation revealed multiple episodes of ventricular lead noise leading to pacing inhibition. The noise was not reproducible with typical isometrics but was reproducible during this activity. Other lead parameters were stable. The noise was too high to program around. The patient was pending lead revision. The patient was stable.

Event description:
New information received notes the right ventricular lead was explanted and replaced. The patient remained stable throughout.

Event description:
New information received notes a fracture due to clavicular crush was suspected on the ventricular lead prior to the explant procedure.